Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device remains in the pt. A lot history review (lhr) of rexd1675 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was placed in the right basilic vein. There was an unexplained reaction when flushing the device. The pt experienced nausea, difficulty taking a deep breath, "heart pounding" heaviness in chest, extreme facial flushing and heat sensation lasting 5 min. Oxygen was applied by face mask, vital signs taken, cold cloth to forehead for fascial flushing and hot face sensation. The pt returned to maximal after approx 10 min.